Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported ny the customer that the continous glucose monitor has been unresponsive and giving the sensor glucose value no available. The customer mentioned blood sugars of 421 mg/dl and that they treated with the insulin pump. Troubleshooting was performed and it was determined to replace the sensor. The customer declined troubleshooting for the high blood sugar.